Manufacturer narrative:
Technician installed new head up solenoid valve. Bed functioned within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The head of the bed will not raise.